Event description:
Info received indicates that pump is delivering under (3 - 4 ml). Rate is 500 ml/hr, dose is 10 ml, and medication is pedisure peptide 1.5.

Manufacturer narrative:
Pump was tested for accuracy several times, using water. Each time pump delivered amount within specification ((B)(4)). Customer complaint could not be duplicated, pump works correctly, delivers proper amount of fluid.